Event description:
It was reported during in clinic follow up that the left ventricular lead, which had previously been deactivated due to high capture thresholds and extracardiac-stimulation, had dislodged. Diagnostic imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and cardiac stimulation. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.